Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. Possible under delivery anomaly was not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, peeling keypad overlay, stained keypad overlay, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were no user suspended alarm or auto suspend alarm noted on the event dates on 18-apr-2023 or on 17-apr-2023. Please see below for the boluses listed on the event dates on 18-apr-2023 and on 17-apr-2023. 04/17/2023 03:51:07.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 7000 (0.7 u) bolusamountdelivered: 7000 (0.7 u). 04/17/2023 03:55:07.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 30000 (3 u) bolusamountdelivered: 30000 (3 u). 04/17/2023 08:16:33.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 64000 (6.4 u) bolusamountdelivered: 64000 (6.4 u). 04/17/2023 11:59:21.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 92000 (9.2 u) bolusamountdelivered: 92000 (9.2 u). 04/17/2023 20:52:03.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 64000 (6.4 u) bolusamountdelivered: 64000 (6.4 u). 04/18/2023 03:04:21.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 10000 (1 u) bolusamountdelivered: 10000 (1 u). 04/18/2023 03:07:27.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 15000 (1.5 u) bolusamountdelivered: 15000 (1.5 u). 04/18/2023 03:12:31.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 25000 (2.5 u) bolusamountdelivered: 25000 (2.5 u). 04/18/2023 06:50:53.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 52000 (5.2 u) bolusamountdelivered: 52000 (5.2 u). 04/18/2023 07:26:35.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 16000 (1.6 u) bolusamountdelivered: 16000 (1.6 u). 04/18/2023 08:36:05.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 38000 (3.8 u) bolusamountdelivered: 38000 (3.8 u). 04/18/2023 10:45:00.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 45000 (4.5 u) bolusamountdelivered: 45000 (4.5 u). 04/18/2023 11:14:33.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 10000 (1 u) bolusamountdelivered: 10000 (1 u). 04/18/2023 14:52:39.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 51000 (5.1 u) bolusamountdelivered: 51000 (5.1 u). 04/18/2023 16:02:33.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 34000 (3.4 u) bolusamountdelivered: 34000 (3.4 u). 04/18/2023 18:31:49.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 50000 (5 u) bolusamountdelivered: 50000 (5 u). 04/18/2023 20:19:11.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 47000 (4.7 u) bolusamountdelivered: 47000 (4.7 u). 04/18/2023 21:58:35.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 35000 (3.5 u) bolusamountdelivered: 35000 (3.5 u). 04/18/2023 22:51:41.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 25000 (2.5 u) bolusamountdelivered: 25000 (2.5 u). 04/18/2023 23:34:19.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 17000 (1.7 u) bolusamountdelivered: 17000 (1.7 u). Please see below for the daily total of all insulin delivered on the event date 17-apr-2023. 04/18/2023 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: 04/17/2023 00:00:00.000. Dailytotalofallinsulindelivered: 405000 (40.5 u). Dailytotalofbasalinsulindelivered: 148000 (14.8 u). Dailytotalofbolusinsulindelivered: 257000 (25.7 u). Please see below for the daily total of all insulin delivered on the event date 18-apr-2023. 04/19/2023 00:00:00.000 dailytotalsg670 (63). Dailytotalcollectionstarttime: 04/18/2023 00:00:00.000. Dailytotalofallinsulindelivered: 615250 (61.525 u). Dailytotalofbasalinsulindelivered: 145250 (14.525 u). Dailytotalofbolusinsulindelivered: 470000 (47 u). Please see below for the pump error/alarm noted 1 week prior to the event date 18-apr-2023 in the pump history file. 04/13/2023 07:45:43.000 alarmalertnotification (40). Faultnumber: nodelivery (7). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No delivery alarm not confirmed. Please see below for the pump error/alarm noted 1 week prior to the event date 17-apr-2023 in the pump history file on svn 000315607722. 04/13/2023 07:45:43.000 alarmalertnotification (40) faultnumber: nodelivery (7) the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No delivery alarm not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Possible under delivery anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 532 mg/dl. The current blood glucose value was 583 mg/dl. The customer reported moderate to high ketones and others as symptoms and was treated with manual injection/insulin pen and insulin pump. The customer alleged the pump was not working. Troubleshooting was performed and found that the customer was using the pump within 48 hours of the reported event. The auto-mode feature was not active. The customer did not wish to proceed with further troubleshooting. The customer was advised to change entire set, reservoir and insulin and treat high blood glucose event as per health care professional's instructions. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.